Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, one resolute onyx drug eluting stent was implanted in the rca. Following day during staged procedure, a second stent was implanted in the 1st obtuse marginal. Approximately 17 months post procedure, patient suffered pneumonia and was treated with medication. Eight days later the patient died. The investigator and sponsor assessed the event is not related to device or anti platelet medication. The cec adjudicated the death as cardiac and of unknown cause, stating that the patient had recent pneumonia but limited information is available.